Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced successfully. It was noted that there were observations of oversensing of the atrial channel due to the proximal portion of the distal coil of the lead being across the valve. No additional adverse patient effects were reported.